Event description:
In 2005, the physician's nurse reported that bone healing was delayed for a pt who underwent an evan's calcaneal osteotomy (open) in 2004. A 15 mm truwedge was selected and trimmed to match correction of the defect. The truwedge was anchored using a 3.5 cortical screw placed in standard ao lag technique. Left iliac bone marrow aspirate was also performed and the graft was soaked in the bone marrow aspirate untill ready for implantation. Additional bone marrow was placed in the wound around the bone graft sustitute to help stimulate healing. The residual truwedge was also used to aid in arthrodesis of the first metatarsocuneiform joint. This bone graft also had been soaked in the iliac bone marrow. Additional bone marrow was added around the bone graft. It was fixated with a 3.5 cortical screw in standard ao lag technique and an arthrex osteotomy plate. A 5 mm portion of the remnant truwedge was set into place through the opening measuring 8 mm. There were no complications reported during the procedure. When the nurse reported this event to the manufacturer in 2005, the pt had already elected to undergo revision surgery in 2005.